Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 210 mg/dl at the time of incident and the current blood glucose level was 277 mg/dl. Customer¿s other blood glucose 270 mg/dl and 223 mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did allege pump was under delivering because they thinks it was due to infusion set. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir as well as declined to check for possible site or insulin issues. The insulin pump will not be returned for analysis.